Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing adhesive around the probe and body, and adhesive missing from the forceps cover and light guide (lg) cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.